Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation and blood backflow during infusion. The following information was provided by the initial reporter: the nurses are having problems with the i.v. Tubing. It is becoming disconnected from the upper y site above the chamber and the safety clamp. The tube becomes disconnected and results in a backflow of blood from the patient. The charge nurse reported to me that this is the 4th time this has occurred within the last hour. The lot number on the tubing we have here on dmu¿s stock shelf is #(10)20063559. She confirmed that this occurrence was with tubing with all the same lot numbers. We have pulled 1000 units from the affected lot from their shelf as well which will may need to be replaced.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/2/2020 .h.6. Investigation: customer returned two affected samples with the same failure. Samples were investigated and pictures were taken under the microscope. There were obvious tears in the silicon pumping segment tubing where it connects to the top blue connector, and the complaint is verified. The root cause cannot be determined for the tear, as it could have happened a multitude of ways. A device history record review for model 2420-0500 lot number 20063559 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation and blood backflow during infusion. The following information was provided by the initial reporter: the nurses are having problems with the i.v. Tubing. It is becoming disconnected from the upper y site above the chamber and the safety clamp. The tube becomes disconnected and results in a backflow of blood from the patient. The charge nurse reported to me that this is the 4th time this has occurred within the last hour. The lot number on the tubing we have here on dmu¿s stock shelf is #(10)20063559. She confirmed that this occurrence was with tubing with all the same lot numbers. We have pulled 1000 units from the affected lot from their shelf as well which will may need to be replaced.